Manufacturer narrative:
The returned meter was investigated .visual inspection was performed on returned meter. Meter powered on with button depression . No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer was unable to self-treat and had contact wit ha healthcare professional (hcp). The hcp performed blood pressure and blood glucose tests before providing third-party treatment of glucose tablet, juice, and biscuit for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer was unable to self-treat and had contact wit ha healthcare professional (hcp). The hcp performed blood pressure and blood glucose tests before providing third-party treatment of glucose tablet, juice, and biscuit for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.